Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the depressed battery pins, which was observed during physical inspection and considered confirmed. Evaluation observed 2 of 2 negative battery contact pins with corrosion and damaged by an external influence as well as being depressed and unable to rebound as designed which prevented dc operation. The assignable cause was determined to be external influence. The rear case was replaced.

Event description:
It was reported that a spectrum pump had damaged/stuck battery pins. It was also reported there was no patient involvement.